Manufacturer narrative:
This report is submitted on august 5, 2020.

Event description:
Per the surgeon, the patient experienced an infection and pus collection at the implant site. Subsequently, the patient was placed under general anaesthesia to explant the device on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.